Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing. It is unk on what date the event was first observed, which diagnostic test and what the results were. The hospital arranged an evoked potential test, which appeared to confirm a lead break. No pt manipulation or trauma at the device site occurred that could have contributed to the reported event. The pt is on a waiting list for a revision surgery. Good faith attempts to obtain add'l info regarding reported event and x-rays have been unsuccessful to date.